Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. The patient interface is not an implantable device. Section d6b - explant date: not applicable. The patient interface is not an implantable device; therefore, not explanted. Section e1 - telephone number : (B)(6). Section h3 - other (81): the patient interface was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer experienced two events of suctions loss on the same day, while using the patient interface. Both patients were treated successfully. Through follow up we learned the two cases of suction loss occurred during laser fire. No further information was available. A separate report will be submitted for the other patient.